Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the material rupture occurred due to interaction with the lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot # updated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.0x120 mm armada 18 balloon catheter was prepared according to the device instructions for use. The armada was advanced without resistance to the heavily calcified superficial femoral artery. It was inflated one time to 8 atmospheres for 180 seconds when it ruptured. Another same size armada 18 was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.